Manufacturer narrative:
The device is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with lumbar kyphosis underwent oblique lumbar interbody fusion at l4/5. Intra-op, cage broke. The cage was inserted halfway, then it was removed because its position was not proper. When the surgeon checked the cage, it was found that its connecting part with the inserter was damaged. No fragments of the product remained inside the patient. No patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: product analysis :optical and microscopic examination of the implant identified two of the inserter interface flanges, both on the same side, have been broken off, consistent with bend stress loading during attempted insertion. Additionally, the threaded hole has been stripped and there is deformation on the top face of the implant, consistent with significant impact. The fracture of the implant flanges are consistent with bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.